Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been baring skin marks from previous sensor sessions since (B)(6) 2013. Patient has not sought medical intervention.